Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed integrated multisensor technology (imt) maintenance. The customer replaced the pump tubing and sensor, and performed a bleach cleaning. The customer stated, before the event occurred, they received a fluid detect error. The customer replaced the imt tower. The customer calibrated the imt and ran quality control (qc), resulting low. The customer replaced the sensor, ran condition, ran dilcheck and repeated qc, resulting in range. The customer performed a precision run, resulting within range. The cause of the discordant, falsely depressed sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). The customer performed maintenance and repeated patient samples, resulting differently. The customer repeated the same patient samples on the same dimension ex: instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium results.